Manufacturer narrative:
(B)(4). Bwi products in use for the procedure were: carto 3 system: serial # (B)(4); stockert generator: serial # (B)(4); cool flow pump: serial # (B)(4); soundstar catheter: catalog# sndstr10 lot# OEM. (B)(4).

Event description:
It was reported that during an idiopathic left sided ventricular tachycardia procedure, the patient developed a pericardial effusion which required a pericardiocentesis. 390 cc's was removed from the pericardial space. The patient was stabilized and transferred to the ccu for overnight observation. According to the physician, non-ischemic cardiacmyopathy might have contributed to the event. The power titrated during the ablation from 25-40w depending on temperature.

Manufacturer narrative:
(B)(4) multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)